Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the test failure was isolate to an open pulse wire between ECG-a and ECG-b. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the electrode belt cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of the service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.